Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: (B)(6) 2009, explanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was oversensing noted on the atrial lead. This was reproducible in the office setting. The patient was admitted to the hospital and the lead was capped and replaced. No patient complications have been reported as a result of this event.